Manufacturer narrative:
Medical records review: based on a review of the medical records received: the vena cava filter was successfully deployed just below the level of the renal veins for dvt and a contraindication to anticoagulation. Approximately six years post filter deployment, it was stated that a detached filter limb had perforated the right kidney and caused pain, and multiple filter limbs were perforating the ivc. The patient underwent an open surgical procedure to remove the filter. A standard paramedian incision was made, and the peritoneum was separated away from the abdominal wall. The peritoneal contents were mobilized medially. The duodenum was mobilized in a standard kocher maneuver and gave exposure to the ivc. The ivc was clamped at its origin and also at the level of the renal veins, and was opened in a longitudinal manner. A suitable length of gonadal vein was harvested to be used as a patch. It was noted that the filter had at least four limbs that had perforated through the wall of the vena cava. With the use of wire cutters, each perforating filter limb was transected and extracted from the ivc with minimal damage to the vena cava wall. Once the filter limbs were freed up, the main body of the filter was taken out. It was confirmed that no additional filter limbs or components of the filter were inside the vena cava, and the vena cava wall was still intact all around. The gonadal vein was applied as a patch and the vena cava was closed. There was no narrowing and the vena cava size was excellent. After suitable flushing, flow was restored. The patient tolerated the hemodynamics of vena cava clamping without any difficulty. Hemostasis was good and the abdominal contents were returned to their normal positions. Closure was done in standard manner.

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed in conjunction with trauma/motor vehicle accident. After an unknown amount of time post filter deployment, the filter allegedly had a detached limb perforating the right kidney and perforation of limbs into the vena cava. An open abdominal procedure was performed to remove the filter. There were no attempts made to retrieve the detached limb in the kidney. The patient allegedly experienced pain near the kidney. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for dvt and a contraindication to anticoagulation. Approximately six years post filter deployment, it was stated that a detached filter limb had perforated the right kidney and caused temporary pain and multiple limbs were perforating the ivc. An open abdominal procedure was performed and the filter was removed successfully. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on a review of the medical records received: the vena cava filter was successfully deployed just below the level of the renal veins for dvt and a contraindication to anticoagulation. Approximately six years post filter deployment, it was stated that a detached filter limb had perforated the right kidney and caused pain, and multiple filter limbs were perforating the ivc. The patient underwent an open surgical procedure to remove the filter. A standard paramedian incision was made, and the peritoneum was separated away from the abdominal wall. The peritoneal contents were mobilized medially. The duodenum was mobilized in a standard kocher maneuver and gave exposure to the ivc. The ivc was clamped at its origin and also at the level of the renal veins, and was opened in a longitudinal manner. A suitable length of gonadal vein was harvested to be used as a patch. It was noted that the filter had at least four limbs that had perforated through the wall of the vena cava. With the use of wire cutters, each perforating filter limb was transected and extracted from the ivc with minimal damage to the vena cava wall. Once the filter limbs were freed up, the main body of the filter was taken out. It was confirmed that no additional filter limbs or components of the filter were inside the vena cava, and the vena cava wall was still intact all around. The gonadal vein was applied as a patch and the vena cava was closed. There was no narrowing and the vena cava size was excellent. After suitable flushing, flow was restored. The patient tolerated the hemodynamics of vena cava clamping without any difficulty. Hemostasis was good and the abdominal contents were returned to their normal positions. Closure was done in standard manner. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. Approximately six years after implantation, the patient allegedly had an open surgical procedure to remove the filter. It was reported that imaging performed prior to filter removal identified a detached limb in the right kidney and several limbs perforating the ivc. Based on the medical record review, limb detachment and limb perforation can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Perforation or other acute or chronic damage of the ivc wall. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post vena cava filter deployment; an inferior vena cava gram performed allegedly demonstrated a detached limb in the right kidney, with two filter limbs penetrating the ivc wall. There was no report of an attempt to retrieve the filter or detached limb was made. Approximately six years post vena cava filter deployment an open surgical procedure was performed to remove the filter; reportedly four filter limbs had perforated the ivc wall. The filter was removed successfully; however, no information was provided if a detached limb was identified during the filter removal. No other pertinent medical information, procedural details, or patient information was provided. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed in conjunction with trauma/motor vehicle accident. After an unknown amount of time post filter deployment, the filter allegedly had a detached limb perforating the right kidney and perforation of limbs into the vena cava. An open abdominal procedure was performed to remove the filter. There were no attempts made to retrieve the detached limb in the kidney. The patient allegedly experienced pain near the kidney. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for dvt and a contraindication to anticoagulation. Approximately six years post filter deployment, it was stated that a detached filter limb had perforated the right kidney and caused temporary pain and multiple limbs were perforating the ivc. An open abdominal procedure was performed and the filter was removed successfully. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post vena cava filter deployment; an inferior vena cava gram performed allegedly demonstrated a detached limb in the right kidney, with two filter limbs penetrating the ivc wall. There was no report of an attempt to retrieve the filter or detached limb was made. Approximately six years post vena cava filter deployment an open surgical procedure was performed to remove the filter; reportedly four filter limbs had perforated the ivc wall. The filter was removed successfully; however, no information was provided if a detached limb was identified during the filter removal. No other pertinent medical information, procedural details, or patient information was provided. The patient status at this time is unknown.